Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1307302) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The aci clinical specialist reported that an (B)(6) female patient underwent an interventional peripheral procedure with renal stent placement on (B)(6) 2013. Access was obtained at the mid common femoral artery (cfa) via a 6f sheath (model unknown). Peri-procedure, the patient was anti-coagulated with 8,000 units of heparin. A pre -procedure femoral angiogram revealed the vessel size to be between 6-7mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the device was deployed per the IFU and combined with 5 minutes of manual pressure. Hemostasis was achieved in the cath lab. Approximately 3 hours post procedure, the patient complained of leg pain. The cardiologist was called and asked to see the patient due to "extreme leg swelling". An ultrasound was performed which revealed a deep vein thrombosis (dvt) in the common femoral vein (cfv) proximal to the puncture site. The physician believes that the device was partially deployed in the common femoral vein due to the cfv possibly overlapping the cfa. The patient received thrombolytic drugs overnight on (B)(6) 2013. The patient was re-evaluated on (B)(6) 2013 via a venogram procedure which revealed that the majority of the dvt resolved. However, there was a small hematoma noted compressing on the common femoral vein which required stenting. The patient was placed on a factor xa inhibitor for 3-6 months. The patient was discharged from the hospital on (B)(6) 2013. No further information is available.